Manufacturer narrative:
H3 other text : device not return.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, low inspiratory pressure error code found. The sponge of the air inlet path assembly was observed to be peeled off. The device's inlet air path foam needs to be replaced to address the issue.